Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectal and anal region during an endoscopic ligation of internal hemorrhoids procedure performed on (B)(6) 2025. During the procedure, it was found that the band was stuck and could not be used. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block a1 (patient identifier): (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectal and anal region during an endoscopic ligation of internal hemorrhoids procedure performed on (B)(6) 2025. During the procedure, it was found that the band was stuck and could not be used. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block a1 (patient identifier): (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and a visual inspection revealed that the handle showed no evidence of the trip wire being secured to the post, and the slack had not been taken up. The ligator housing was not returned for analysis. No other problems with the device were noted. The reported event of bands unable to deploy cannot be confirmed since the ligator housing was not returned for the analysis. It was determined that the device's instructions for use were not followed, as the slack was not taken up from the handle slot. This could ultimately affect the proper deployment of the bands once the ligator housing is installed in the endoscope, causing the trip wire to malfunction and not operate in coordination with the handle during band deployment. The most probable cause of the reported issue could not be determined due to insufficient evidence. The ligator housing was not returned for analysis, preventing identification of any potential device defect. Without a proper evaluation, the contributing factors to the event remain unknown; therefore, the most probable root cause of this complaint is cause not established. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU) as the slack wasn't taken up from the handle slot; however, the IFU states, "take up slack by pulling proximal end of trip wire on handle unit."